Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2010-01192 for the associated device information. It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a male patient (patient age and weight are unknown). During the procedure, stent could not be deployed as the suture string would not release the stent. Resistance was felt as the guide catheter was retracted and the guide catheter stretched. The procedure was completed with a second flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; guide catheter broke and the stent was damaged.

Manufacturer narrative:
(B)(4) (suture string stuck). (B)(4): visual evaluation revealed the push catheter was kinked/bent near the luer assembly, guide catheter was stretched from proximal end of the device and the stent was detached from the delivery system with broken suture. The guide catheter was removed from the delivery system and was found broken in two pieces. The distal end of the guide catheter remained intact inside the push catheter assembly. The proximal end of the catheter stretched approximately 89 cm from the hub of guide catheter. The distal end of the guide catheter was removed and a bend/kink was observed near the distal tip which was likely due to the suture embedding inside the guide catheter during deployment. The proximal barb of the stent was found slightly torn/ripped. This is the location where the suture attaches the stent to the delivery system. It is likely that during the procedure, the tension observed by the suture ripped/tore the barb edge of the stent. Based on the analysis of this device, the most probable root cause for this complaint is operational context. During manufacturing, g.I stents (plastic) devices are 100% inspected for dimensional and cosmetic issues and any defects found are scrapped and documented in DHR. Device history record (DHR) was performed; no anomalies were noted.